Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9815 apollorf mp50 aspirating ablator plastic end came part from the probe. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 2/13/2023: this was discovered during a hip labrum repair procedure on (B)(6) 2023. While the surgeon was using the ablator, the plastic near the metal head, cracked off inside the patient. Surgeon removed all broken fragments and opened a new r-9815 apollorf mp50 aspirating ablator to complete the case.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to a user error by prying/levering the device against hard bone or other instrumentation during use.